Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc). The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.